Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 8/9/2017. Device returned to manufacturer? Yes. Device evaluation: the product was received in a bottle without liquid. The product was disinfected. Visual inspection with the unaided eye shows the product was cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis was not possible. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) would be explanted. Further information was provided and reported the lens was explanted due to unexplained refractive error. The lens was replaced with a model zct150 lens, a smaller diopter (22.0). Patient was reported fine post op. No additional information was provided to abbott medical optics.